Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drop of drug would leak from the dial of an india ce multirate infusor approximately every 30 minutes. The leak was observed during an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: catalogue #: the correct catalogue # is ¿2c9961kp¿, previously submitted as ¿in2c9961kp.¿ d4: unique identifier (UDI) #: the UDI # is (01)00085412081502, previously submitted as ¿ni.¿ g4: the 510k # is ¿k011317¿, previously submitted as ¿na¿. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed an image of multirate control module and did not show evidence of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.